Manufacturer narrative:
(B)(4).

Event description:
It was reported that removal difficulties occurred. After completion of mapping with the intellamap orion¿ in the left ventricle through a non-bsc trans-septal large curve sheath, the physician noted difficulty when trying to retract the orion into the sheath. Despite deploying and un-deploying, advancing and retracting, the orion could not be pulled into the sheath. The physician was concerned that the orion may have caught on cordae. Eventually after several minutes of forceful retraction and manipulation, the physician was able to pull the orion back into the sheath. Upon removal of the orion, there was no sign of entrapped tissue, but there was metal protruding from the shaft of the catheter when the orion was in an un-deployed state. It was reported there were no patient complications.

Manufacturer narrative:
Device evaluated by manufacturer - the deployment shaft of the device is damaged and bent. The apparent wrinkles in the polyimide suggest that the cause was force applied against the device causing the deployment shaft to bend. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that removal difficulties occurred. After completion of mapping with the intellamap orion in the left ventricle through a non-bsc trans-septal large curve sheath, the physician noted difficulty when trying to retract the orion into the sheath. Despite deploying and un-deploying, advancing and retracting, the orion could not be pulled into the sheath. The physician was concerned that the orion may have caught on cordae. Eventually after several minutes of forceful retraction and manipulation, the physician was able to pull the orion back into the sheath. Upon removal of the orion, there was no sign of entrapped tissue, but there was metal protruding from the shaft of the catheter when the orion was in an un-deployed state. It was reported there were no patient complications.